Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of receiving "notice: draining slowly" messages during drain 1 of 6 of treatment and stated the messages occurred during every single drain. The patient was connected during the incident and fibrin was not discovered. Patient was not constipated. Per patient they spoke with the peritoneal dialysis registered nurse (pdrn) and had x-rats done six weeks ago and again on (B)(6) 2025. No issues with catheter and no issues draining during continuous ambulatory peritoneal dialysis (capd). The patient used the cycler at the clinic and had no issues there. The pdrn believed the cycler was the cause of the issue. The patient had a test on (B)(6) 2025 to make sure their catheter was not obstructed. The patient stated in order to drain on this cycler they needed to sit up. A review of the patient¿s treatment records identified that the patient drained 3243 ml during drain 6 of 6 of treatment. This drain volume is 181% the patient's largest fill volume of 1798 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and replaced the cycler dure to the iipv event and to notify their pdrn of the replacement. The patient reported they knew how to perform continuous ambulatory peritoneal dialysis (capd) and would perform manuals. The cycler was replaced. Upon follow-up, the pdrn confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) on the night of the reported event and pending delivery of the replacement cycler. The pdrn stated the patient has been to the clinic and has no issues draining when performing capd and has no issues when dialyzing using the demo cycler at the clinic. The replacement cycler will be delivered to the clinic on (B)(6) 2025 for programming and the patient will subsequently pick up the cycler to resume use.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of receiving "notice: draining slowly" messages during drain 1 of 6 of treatment and stated the messages occurred during every single drain. The patient was connected during the incident and fibrin was not discovered. Patient was not constipated. Per patient they spoke with the peritoneal dialysis registered nurse (pdrn) and had x-rats done six weeks ago and again on (B)(6) 2025. No issues with catheter and no issues draining during continuous ambulatory peritoneal dialysis (capd). The patient used the cycler at the clinic and had no issues there. The pdrn believed the cycler was the cause of the issue. The patient had a test on (B)(6) 2025 to make sure their catheter was not obstructed. The patient stated in order to drain on this cycler they needed to sit up. A review of the patient¿s treatment records identified that the patient drained 3243 ml during drain 6 of 6 of treatment. This drain volume is 181% the patient's largest fill volume of 1798 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and replaced the cycler dure to the iipv event and to notify their pdrn of the replacement. The patient reported they knew how to perform continuous ambulatory peritoneal dialysis (capd) and would perform manuals. The cycler was replaced. Upon follow-up, the pdrn confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) on the night of the reported event and pending delivery of the replacement cycler. The pdrn stated the patient has been to the clinic and has no issues draining when performing capd and has no issues when dialyzing using the demo cycler at the clinic. The replacement cycler will be delivered to the clinic on (B)(6) 2025 for programming and the patient will subsequently pick up the cycler to resume use.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A (as-received with reduced dwell) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. Valve actuation test ¿ passed. System air leak test ¿ passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.